Event description:
Same case as MFR report #: 2134265-2012-03272.it was reported that prior to an abdominal aortic aneurysm stent treatment procedure a tear was noted on the balloon.the target location for the treatment was unknown. During preparation, outside of the body, a tear was noted on the balloon of the 33/7/2/65 equalizer balloon catheter. The device was not used. The procedure was successfully completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR report #: 2134265-2012-03272. It was reported that prior to an abdominal aortic aneurysm stent treatment procedure a tear was noted on the balloon. The target location for the treatment was unknown. During preparation, outside of the body, a tear was noted on the balloon of the 33/7/2/65 equalizer balloon catheter. The device was not used. The procedure was successfully completed with another of the same device. As there was no contact with the patient, no patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the catheter shaft was inspected for cosmetic defects and no defect was found. The balloon was inspected and a tear was found 1mm under the distal bond. Both proximal and distal balloon bonds were examined and found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).